Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that during a daily shift check, the autopulse platform displayed a system error message upon power up. Customer also reported that the blue case is broken. No patient involvement was reported. No further information was provided.